Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Strut misalignment was evident to the 11th and 12th distal stent segments. No deformation was evident to the distal tip. There was no deformation to the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use an endeavor resolute drug eluting stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent could not reach the lesion. Angiography showed that the stent could not cover the location of the lesion completely, so the stent was removed. It is reported that the delivery system was deformed/twisted and there were difficulties removing the device from the patient prior to stent deployment. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.